Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? For ¿removal of vaginal portions of bilateral arms done twice¿: please provide dates of surgical interventions what were findings on reoperation for procedure performed on (B)(6) 2018 for laparoscopic excision of abdominal remnant: are there any pictures available for evaluation? Other relevant patient history/concomitant medications product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2016 and mesh was implanted. The patient presented with severe vaginal pain within 48 hours after operation. The pain persisted over vagina and suprapubic area. In 2017, the patient underwent removal of vaginal portions of bilateral arms of mesh, done twice. On (B)(6) 2018, the patient underwent laparoscopic excision of abdominal remnant of mesh. The intraoperative findings showed left mesh attached to retropubic periosteum. The patient underwent complete removal of retropubic portion of the retropubic mesh. A lap colposuspension was done at the same operation as continence procedure. Additional information has been requested.

Manufacturer narrative:
Patient codes: (B)(4). Additional information was requested, and the following was obtained: date and name of index surgical procedure- (B)(4) 2016, tension free vaginal tape at (B)(4) the initial approach for the index surgical procedure?- retropubic tvt any concurrent procedure/device implantation?- no were there any intra-operative complications? - post op pyelonephritis, sui cured but reduced sensation on voiding for ¿removal of vaginal portions of bilateral arms done twice¿: -please provide dates of surgical interventions- (B)(4) 2017 -what were findings on reoperation- not done in cuh for procedure performed on (B)(4) 2018 for laparoscopic excision of abdominal remnant: -are there any pictures available for evaluation? - no product code and lot #- -n/a what is physician¿s opinion as to the etiology of or contributing factors to this event? ¿ if pain settles could be due to may be due to the mesh what is the patient current status? Awaiting follow up